Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. Customers insulin pump noted that no motor movement or negligible movement. The device retried to free a stuck motor failed. Customer stated this was the second time the alarm occurred. During troubleshooting, the customer was able to self-test, and rewind the device. The pump error did not occur, but the error table determined the device need to be replaced. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 38 alarm noted, and rewind functioned properly during testing. The motor was tested outside of the device and passed. The pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.